Event description:
It was reported that during a laparoscopic hysterectomy, the hand activation buttons on one side of the disposable did not work during the procedure. The case was completed using the foot pedal. No patient consequence reported.

Manufacturer narrative:
Device was not returned for evaluation.